Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to smelling a burnt smell in the device and experiencing a sick feeling after use of the device. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to smelling a burnt smell in the device and experiencing a sick feeling after use of the device. There was no report of serious patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The therapy pca software was confirmed to be version 1.1.8. The reported phenomenon was not duplicated. The inside of the device was inspected but any thermal damage was not found. As a result of operation checking and functional testing, it was ensured that no anomaly was present in the device main body. The following were tests performed: overall checks, cleaning, and a functional test. Section d8, d9, h2, h3 and h6 were updated.